Manufacturer narrative:
The meter and test strips will be returned for evaluation. The consumer was not able to provide any further info regarding serial number and the test strip lot number involved in the reported event.

Event description:
The consumer called into customer care to report, "...an incident that occurred 'a week or so' ago...". It was reported to nova biomedical that the consumer's wife called '911' for medical intervention after she found her husband unconscious and failed to wake him up. According to the consumer's wife, she performed a blood glucose test on the consumer when she found him unconscious and the result was 71 mg/dl. When the emts arrived they performed a blood glucose test on their unk meter getting a result of 51mg/dl. Emts administered glucose through the consumer's 'port'. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. While on the phone, a control solution could not be performed because the consumer did not have any control solution. The consumer was not able to provide any further info regarding the serial number and the test strip lot number involved in the reported event.